Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately 5 years post initial implant it was identified that the vela suprarenal had migrated down approximately 20-22mm. There was no endoleak identified and the aaa has decreased 1cm since implant. The patient is stable; therefore, the physician will continue to monitor the patient. Additional information: clinical assessment identified type 2 lumbar endoleaks (non-device related failures) during a review of the computed tomography (CT) scan dated (B)(6) 2020.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. An evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix was unable to confirm the reported migration event due to a lack of comparative imaging. Device, user, procedure or anatomy relatedness of this complaint could not be determined. Procedure related harms of this event could not be determined with the medical records and imaging available for review. The clinical assessment identified type 2 lumbar endoleaks (non-device related failures) during a review of the computed tomography (CT) scan dated (B)(6) 2020. During the investigation and with the information available, endologix found no evidence to suggest the device was used off-label. The final patient status was reported to be in stable condition. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with strata.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with strata.

Event description:
The patient was treated for an abdominal aortic aneurysm (aaa) with implant of an afx bifurcated stent graft and an afx vela suprarenal. Approximately 5 years post initial implant it was identified that the vela suprarenal had migrated down approximately 20-22mm. There was no endoleak identified and the aaa has decreased 1cm since implant. The patient is stable; therefore, the physician will continue to monitor the patient.